Event description:
The customer states that the axsym processing center cover does not remain upright and that pt has been hit on the head by the cover. No medical attention was required. No serious injury was reported.